Event description:
One week post procedure it was noted a burn on the pt's lower back where the indifferent electrode pad had been placed. Silvadine ointment was applied to this area and antibiotics administered. Pt doing well. Pt originally released and treated for decubitus ulcers.